Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. The pump malfunction code was resettable, and technical support assisted the caller with resetting the pump. After the reset, the malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to contact support again if the issue reoccurred and confirmed they understood the instructions.